Event description:
It was reported that patient had an associated mid-shaft fracture medial to the end of the hook plate. Originally the patient had a distal clavicle fracture acromioclavicular joint separation. Patient broke bone medially four to six weeks post-operatively from the clavicle plate being implanted; the implants were not broken. On (B)(6) 2014, the patient underwent revision procedure and had the implants replaced. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.